Event description:
It was reported that this right ventricular (rv) lead exhibited rising threshold measurements and rising pacing impedance measurements. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.